Manufacturer narrative:
(B)(4). Visual inspection of the returned alignment frame noted that the thumb screw part and o-ring part were missing/not returned for further review. The condition of the remainder of the returned device was indicative of successful use. This device is used for treatment. Based on the manufacture date, the potential field age of the a-frame is approximately 2 years and 4 months. The frequency of use of this instrument is unknown. Based on review of the returned components, a specific cause for the missing o-ring and thumb screw could not be determined with certainty. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the lateral alignment guide broke during trial acetabular shell impaction.